Event description:
Consumer complaint of low blood results. Caller normal range is 100 mg/dl. Last 4 results in memory were 63, 60, 65, 73, and 65 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (60) and the normal result (100) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Caller normal range is 100mg/dl. Last 5 results in memory were 63mg/dl, 60mg/dl, 65mg/dl, 73mg/dl, and 65mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (60) and the normal result (100) is located in zone c. No adverse event reported.